Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported: plastic fracture / instability.

Manufacturer narrative:
Reported event. An event regarding crack/fracture and instability involving a triathlon insert was reported. The event was confirmed via product evaluation and medical review. Method & results -product evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 18-aug-2020. The returned device was examined with the aid of a stereomicroscope at magnifications up to 50x. Damage was observed on the distal and anterior surfaces of the insert which is consistent with the explantation process. Backside impressions on the distal surface of insert are consistent with contact against a tibial base plate. Damage was observed on the articulating surface of the insert which is consistent with contact against the femoral component. The damage present on the articulating surface is consistent with burnishing, scratching, and third body indentations; these are common damage modes of uhmwpe. Damage consistent with delamination and material loss due to articulation against the femoral component was observed on the posterior portion of the medial and lateral condyles. Yellow discoloration, consistent with absorption of synovial fluid, was also observed on the insert. Dimensional inspection: dimensional inspection was not performed because the device was returned damaged. Functional inspection: functional inspection was not performed because the device was returned damaged. Material analysis: material analysis of the returned device noted the following: the damage present on the articulating surface, posterior portion of the medial and lateral condyles, was consistent with delamination and material loss. The damage on the articulating surface of the insert is consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. The yellow discoloration of the insert is consistent with absorption of synovial fluid. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: her date of implantation is listed as (B)(6) 2012 and explantation (B)(6) 2020. The event description states: "plastic fracture/instability." (B)(6) 2012 brief translated operative note primary left tka for gonarthrosis. Triathlon components implanted: #4 cr pa femur, #4 pa tibial baseplate, #4/11 x3 cr insert. Cement free. (B)(6) 2020 brief translated history and physical "... After squatting very deep ... Felt... Instability ..." (B)(6) 2020 brief translated operative note: revision left tka for instability. "... Single plastic fragment ... Probable defect posterior medial ..." Changed insert to #4/13 x3 cs triathlon insert. Uncomplicated surgery. (B)(6) 2020 x-rays ap, lateral, patellar views left knee: uncemented tka with no patellar resurfacing, reduced, nominal, no pathology noted. No clinical or pmh, no examination of explanted, broken tibial insert. Based upon the brief, translated revision operative note, the event description is confirmed, but insufficient information is available to create a medical report for this case." -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: material analysis of the returned device noted the following: the damage present on the articulating surface, posterior portion of the medial and lateral condyles, was consistent with delamination and material loss. The damage on the articulating surface of the insert is consistent with burnishing, scratching, and third body indentations;which are common damage modes of uhmwpe. The yellow discoloration of the insert is consistent with absorption of synovial fluid. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. A review of the provided medical records by a clinical consultant stated the following comment: "the event description states: "plastic fracture/instability." (B)(6) 2012 brief translated operative note primary left tka for gonarthrosis. Triathlon components implanted: #4 cr pa femur, #4 pa tibial baseplate, #4/11 x3 cr insert. Cement free. (B)(6) 2020 brief translated history and physical "... After squatting very deep ... Felt... Instability ..." (B)(6) 2020 brief translated operative note: revision left tka for instability. "... Single plastic fragment ... Probable defect posterior medial ..." Changed insert to #4/13 x3 cs triathlon insert. Uncomplicated surgery. (B)(6) 2020 x-rays ap, lateral, patellar views left knee: uncemented tka with no patellar resurfacing, reduced, nominal, no pathology noted. No clinical or pmh, no examination of explanted, broken tibial insert. Based upon the brief, translated revision operative note, the event description is confirmed, but insufficient information is available to create a medical report for this case." The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
It was reported: plastic fracture / instability.